Event description:
It was reported that upon interrogation, low hv impedance was observed. The lead was explanted and replaced successfully.

Manufacturer narrative:
External insulation abrasion was noted at 15.2-15.5cm from the connector pin, consistent with lead friction to the ICD can. The silicone insulation was not abraded at this location. An internal insulation abrasion under the svc shock coil was noted at 17.1-17.2cm from the distal tip. One rv cable and the svc shock coil were melted at this location. This is consistent with the reported field event of low hv lead impedance.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4): device evaluation anticipated but not yet begun.